Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Radiographs were provided and reviewed by a radiologist. The review of the ap view of the bilateral knees demonstrates bilateral medial compartment hemiarthroplasties. The component on the right is appropriately positioned. There is an oblique appearance of the femoral portion of the left knee hemi arthroplasty, which could indicate malposition. There is associated narrowing of the medial joint space of the left knee, which could indicate underlying polyethylene wear. Based on the available information, a definitive root cause could not be determined. However, the radiograph review does mention possible femoral malposition and bearing wear; however, this cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D:10 - 161470, oxf twin-peg cmntd fem lg PMA, lot 084400 or 747600. 159554, oxf anat brg lt lg size 3 PMA, lot 313160. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery on the left knee seven years and three months post implantation due to unknown cause. All components were exchanged with addition of patella resurfacing. No operative records were provided. Attempts have been made and no further information has been provided.